Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. The nozzle unit in the o2 gas module was found defective and needed to be replaced. No further information has been provided. The device logs were not received and no parts have been returned for investigation, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).